Event description:
A renegade catheter was used for a therapeutic coiling of ica aneurysm in 2006. After the procedure, the patient returned to the neurosurgical ward to recover. Within the first few days of being admitted to the ward, the patient improved the visual loss that was suffered subsequent to the procedure. Four days later, her gcs dropped from 15 to 12 and then two days later, dropped further requiring transfer to hdu. CT investigations performed showed no stroke, but some general cerebral swelling. It should be noted that there was no actual product defect reported with the renegade catheter. The procedure was completed with original device. There is no further information regarding this event.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number.